Event description:
A surgeon reported a pt with unexpected cylinder following intraocular lens (iol) implant surgery. The surgeon reported the lens had already been rotated but the unexpected cylinder remained. The surgeon indicated it was not the implanting surgery. In a f/u, the surgeon reported he does not feel the event is related to the lens, but does not know what is causing the event. The surgeon was unwilling to complete the f/u questionnaire.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(4) 2012, by phone, fax, and mail. The surgeon was unwilling to complete the f/u questionnaire. (B)(4).